Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: upon visual inspection, it was noticed the received device was found broken at the distal tip. Hence, the complaint is confirmed. The broken piece was not returned. Dimensional inspection: the diameter of the shaft proximal to breakage was measured 2.49 mm (ca218) which is within the specification of 2.5 +/-0.05 mm. Conclusion: there was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :part # 351.706s. Synthes lot number: h846297. Manufacturing site: (B)(4). Device history review :a nonconformance module search confirmed that no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 351.706s. Synthes lot number: h846297. Supplier lot number: h846297. Manufacturing site: synthes monument. Release to warehouse date: na. A DHR file could not be reviewed as it has not yet been scanned into tungsten as of 24-oct-2019. (B)(6) confirmed the lot was released for sale 07-may-2019, and an etq mdd nonconformance module search confirmed that no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 a consultant surgeon attempted to put a small bend at the ball end of a 2.5mm ball tip reaming rod with a pair of pliers during a suprapatellar tibial nail insertion for a trauma injury. The reaming snapped at the point he was bending. The surgeon was using the same technique, tool and amount of force as he normally would. The reaming rod was being bent away from the patient, on the back table, and the two fragments generated were handed off from the sterile field as soon as possible. There was no delay in the surgery. The procedure was completed successfully using another reaming rod. Concomitant device reported: unknown pliers (quantity 1). This complaint involves one (1) 2.5mm reaming rod with ball tip/950mm-sterile.